Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.¿ a conclusion could not be reached as to what may have caused or contributed to the event.¿ the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an appendectomy after firing only the first three rows of staples deployed. This was a manual circular stapler. The surgeon believes it was the resident that didnt fire the device correctly. They sewed the anastomosis. It is unknown if there was a change in the post-operative care of the patient. No other information is available at this time.